Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. Claim# (B)(4).

Manufacturer narrative:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, -12.50/2.5/098 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2019. The lens was exchanged with a for a longer length lens due to low vault on (B)(6) 2020. This resolved the problem. Cause of the event is reported as unknown. Claim # (B)(4).

Manufacturer narrative:
Weight: unk ethnicity: unk. Race: unk. Date rec¿d by MFR: this product is not marketed in the us. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, -12.50/1.5/098 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2019. The lens was exchanged with a for a longer length lens due to low vault on (B)(6) 2020. This resolved the problem. Cause of the event is reported as unknown.